Manufacturer narrative:
Technician found that the bed exit strips were shorted not sending a bed exit call, he replaced the strips with customer's parts to resolve.

Event description:
Account stated that the bed exit was not working.